Event description:
It was reported that during preventative maintenance/readiness inspection, the cs300 intra-aortic balloon pump (iabp) unit's wheel lock/brake damaged on the cart. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and replaced the bracket locking cart to fix the issue. The fse also replaced other parts as a precautionary measure. The fse then ran all the tests in accordance to the manufacturer's specifications. All tests were within range. Equipment passed all functional testing. Unit cleared for use. The maquet failure analysis and testing dept.(fat) received the bracket, locking, cart and caster, color ral. These parts were received with a reported unit failure message of wheel lock damaged on the cart. The failure analysis and testing dept. Performed a visual inspection for both parts received and found the bracket, locking was band and found the caster, color ral locking mechanism was broken. The failure analysis and testing dept. Verified the failure for both parts. Retaining both parts in the fat dept. As per procedure.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit's wheel lock/brake damaged on the cart.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5) suspect device originally distributed as a sys98xt, upgraded to cs300 using conversion kit. No UDI is provided as product was discontinued prior to gudid implementation timeline.